Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We are in the process of trying to obtain the subject product. We will submit a follow up report when, if, product is obtained and evaluated.

Event description:
It is reported by the patient's attorney that the patient allegedly suffered from an abscess and bowel perforation. The mesh was explanted.